Manufacturer narrative:
(B)(4). Lot number was unknown therefore manufacture date can not be determined. Per information provided in the oximax max-a adult o2 sensor direction for use in regards to possible causes for inaccurate readings. Indications/contraindications: the nellcor oximax adult oxygen sensor, model max-a (l) is indicated for single patient use when continuous noninvasive arterial oxygen saturation and pulse rate monitoring are required for patients weighing more than 30 kg. Accuracy specifications: for the accuracy specification range of this sensor when used with nellcor compatible instruments, refer to the instrument operator's manual or contact the instrument manufacturer.

Event description:
It was reported to covidien that during use on a patient, the spo2 lowered to 96% from 100% of patient harm reported.